Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an xray detectable sponge. The customer reports that during a surgical procedure on an open wound, the sponge left tiny fibers in the wound. The customer further reports the fibers were removed using tweezers.

Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.